Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor is displaying a message stating his electrode belt is not connected. He could not troubleshoot the issue. The patient admitted that he bent over at the waist and the electrode belt was pulled. The patient was provided with a replacement electrode belt.